Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma" "encapsulation baker IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma" "encapsulation baker IV".

Event description:
Healthcare professional reported right side "seroma" MRI confirmed, and "encapsulation baker IV". Device remains implanted.